Event description:
It was reported that an alert for non-sustained rv oversensing due to noise was delivered via remote transmission. Intermittent oversensing of myopotentials was noted when the patient coughed due to positioning of the lead close to the diaphragm. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.